Manufacturer narrative:
This report has been identified as b. Braun melsungen (B)(4) internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in (B)(4). The statement was created based of the technical test report of the service laboratory in (B)(4). During the analysis process no malfunction or other abnormities could be found. No product deviation could be detected. Therefore the complaint was assessed as not confirmed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(4): "flow rate deviation". Customer information: the pump is dosing incorrectly.